Event description:
On (B)(6) 2012 customer reported that the dxc 800 generated suppressed glucose modular (glucm) patient results for 53 patients. The results were reported out of the lab. When the results were noticed to be erroneous the samples were rerun and the reports amended. There were no reports of any patient treatment being affected by the erroneous results. Field service engineer (fse) replaced the glucose module the day before the event for an unknown reason. Customer had replaced the glucose electrode one week prior to the glucose module for unknown reason. Fse indicated that when the module was replaced all calibrations, quality control (qc) and precision runs passed established specifications. When the fse evaluated the instrument after the event on (B)(6) 2012, fse noticed that the level 3 qc material ran high above 2 standard deviation range. Fse ordered a new glucose electrode and the customer installed it the next day. Customer did not run any patient samples on the module while waiting for the replacement electrode. Customer stated that after the electrode was replaced, precision, qc and patient results were acceptable.